Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2) worn finger loops and headrest on surgeon side console (ssc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis and the reported error 23025 was confirmed in system logs and replicated on a surgeon side console fixture test platform (sftp). No visual failures related to the reported problem were found during inspection. Functional testing on an sftp system resulted in failing axis 4 motor. To rectify the unit failure, the axis 4 motor will be replaced. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an axis 4 motor assembly.

Event description:
It was reported that the customer informed intuitive surgical, inc. (Isi) field service engineer (fse) that repeated non-recoverable error 23025 occurred when the surgeon side console (ssc) was in stand-alone mode. The customer was not able to recover the error. No known impact or patient consequence was reported.